Manufacturer narrative:
(B)(4), 2012, (B)(4) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their device informing them of improperly maintaining instruments that may cause donor site injuries or result in damage to the graft. The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on (B)(4) 1999 and was last repaired on (B)(4) 2012 for a non-related issue. Eval of the device observed that the ratchet returned with the device was a 2195 ratchet. The ratchet's set screw was observed to be over-tightened and exposed on the interior of the ratchet. Bent tines were seen on the right side of the comb, there was minor gnarling and galling of the right end of the roller and the right latching pin did not lock. Three cutters were returned with the device, and minor wear/nicks were seen on them. All cutters passed cuter eval and were returned to the customer. Prior to repair, a test mesh and calibration check could not be performed due to the damaged comb. Improper handling and usage of a 2195 ratchet as opposed to the 7701 ratchet most likely caused the damage to the roller, which prevented the ratchet from fitting to the roller properly and most likely caused the customer's reported event. The customer's reported event of the cutters not working properly was not reproduced as all cutters passed cutter eval. Given the damage to the comb, it is likely that the comb prevented the cutters from working properly. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher complete handle and cutters were not working properly. Despite multiple f/u attempts with the customer, no add'l info was able to be obtained regarding the reported event.